Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure as noted in the IFU.

Event description:
Related to MFR ref: 2030404-2013-00013, 3005188751-2013-00034 and 00036, 2030404-2013-00015. During an atrial fibrillation ablation procedure performed with a contact therapy cool path duo ablation catheter, a pericardial effusion occurred. A non-sjm diagnostic catheter was placed in the coronary sinus and two transseptal punctures were performed using two swartz braided transseptal introducers and a brk transseptal needle. The physician was applying rf with the contact therapy catheter on the left atrial roof and an inquiry afocus ii diagnostic catheter was in place at the antrum of the right superior pulmonary vein (rspv) when a bolus of heparin was given. A few minutes later a moderate pericardial effusion was noted via intracardiac echocardiogram. The physician stopped the procedure, protamine was infused, a pericardiocentesis was performed by 1000cc, and the effusion effectively resolved. The patient remained asymptomatic throughout this time; therefore, the physician continued the procedure and removed 100cc of blood from the pericardial drain at the conclusion of the procedure. The patient remained stable over the next 48 hours and no further intervention was necessary.